Manufacturer narrative:
An hematoma was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In conclusion, the hematoma was not device related.

Event description:
The patient suffered from pacemaker pocket hematoma and was diagnosed with pacemaker pocket decubitus. The investigator assessed this event as related to the investigational device. Surgical revision of pacemaker pocket was done and lead remains implanted. Should additional information be received, this file will be updated.